Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
The complainant reported an under-delivery, 250 ml of nutritional product was hung to infuse at a set rate of 155 ml/hour, and the dose was set at 250 ml. After approx 45 minutes, the pump displayed that 112 ml had been fed; however, none had been delivered.